Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a low battery message for patient's ipg displayed on external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.the event of patient's ipg reaching end of life was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.